Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with three infusion sets. The cannulas were kinked. The event occurred on 21-sep-2024, 24-sep-2024 and 30-sep-2024. Patient noticed symptoms within 3 or more hours of insertion. Infusion sets were used for about 12 hours. The insertion of site was the abdomen for 2 event and upper arm for 3rd event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 2029595, device 1 of 3.